Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Lot # 2156586 provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that in (B)(6) 2006, the patient underwent surgery and the transverse fracture of the humeral diaphysis was fixed using the product in question. The nail was immobilized in a pseudoarticular position without fusion, and the nail was recently fractured at the fracture site due to the load on the nail. The patient was reported as stable. No further information is available. This pc is related to (B)(4) which reports about the nail breakage. This pc reports about non-union. This report involves one uhn ø7.5 l260 tav dblue. This is report 1 of 1 for (B)(4).